Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was prophylactically replaced. Replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was further reported by the patient¿s spouse that the right ventricular (rv) lead was ¿going bad¿ and it was too dangerous to replace it. The physician indicated the lead would be ineffective. The lead was capped and replaced. No patient complications have been reported as a result of this event.